Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 a loss of connection between the transmitter and smart device occurred. Data was provided for evaluation. Data review confirmed the reported event of a loss of connection. The root cause was determined to be caused by the smart device platform/operating system.

Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018, that on (B)(4)/2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. A voltage test was performed and the device held no voltage; therefore functional testing could not be performed. Share log data was available for review. The problem is confirmed because the share log displays a connection loss gap within the investigation window. The root cause could not be determined.